Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2015, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the patient was performing capd (continuous ambulatory peritoneal dialysis) not apd (automated peritoneal dialysis) as previously reported; therefore the disposable device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was planned to observe the patient¿s progress with decreasing the peritoneal dialysis infusions. Physioneal therapy was reduced, but was ongoing. The patient was not recovered from the event. No additional information is available.